Event description:
It was reported that the patient did not experience effective therapy following the previous surgery addressed for ineffective therapy (reference MFR report# 1627487-2018-11961). Physician believed the lead was not placed correctly during the previous procedure. As a result, surgical intervention was undertaken (B)(6) 2018, wherein the lead was explanted and replaced. Reportedly, therapy was restored postoperatively.